Event description:
It was reported that on thursday ((B)(6) 2019), the patient started having trouble walking and would fall over and over to her left side. The event resulted in hospitalization. The patient was diagnosed with tentative diagnosis is delayed inflammation secondary to the dbs leads. Imaging (MRI without contrast) on (B)(6) 2019 showed that there was significant vasogenic edema tracking in the deep right brain structures and along the bilateral dbs leads, significant mass effect on the right side with extension through the crus cerebri and into the midbrain. New hypoattenuation involving the right basal ganglia, thalamus, and right cerebral peduncle. Medications were administered on (B)(6) 2019. The right lead was explanted on (B)(6) 2019. The issue was resolved on (B)(6) 2019. The patient's gait remains mildly impaired, but time and resolution of her brain edema along with extensive exercise/pt has significantly improved her gait. She is now walking unassisted with just a cane. Additional information was received: it was reported that the issue was along the incisional site/device tract and lead/extension tract. There was tentative inflammation secondary to the dbs leads along the right lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1v2rx, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead . Product ID: 3387s-40, lot#: va1v5af, implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1v2rx serial# implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead right lead: va1v2rx. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.